Manufacturer narrative:
Event date is approximate, the year is valid. Concomitant medical products: product ID: 978b128, lot# va28h5u, implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 30-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that¿the patient's lead wire ended up disconnecting and they were not sure if it was late (B)(6) or early (B)(6) that it came disconnected. The caller was not certain but thinks sometime in late (B)(6) or early (B)(6) they noticed that they were going through the programs. They ended up meeting with the doctor and the medtronic rep and they thought something was wrong with the lead placement because amplitude was at 8.5 an all programs and patient "should have been going through the roof" with it that high. The patient ended up having the entire system replaced on (B)(6) 2021. The caller mentioned that the doctor said that the lead placement went exceptionally well during the procedure and was confident in it.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that they could not clarify the patient's statement that "something was wrong with the lead placement," because they did not check the patient's device. They stated that the patient had a full replacement (B)(6) 2021; this contradicts what was previously stated. They noted that there was no evidence of an inability to tighten the setscrew, nor any acute cause of disconnect; it was unknown what most likely caused or contributed to this issue.